Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A review of the device history records for the 1882905 lot code found two manufacturing deviations. It was confirmed that the deviations should have had no effect on the reported complaint. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Update: litigation papers received (B)(4) 2014. Litigation alleges weakness in the hip and quadricep. Date of implant has also been provided. There is no additional information that would affect the outcome of this investigation.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
In addition to what was previously reported, pfs alleges elevated metal ions, weakness, difficult to perform daily tasks and falls due to weakness. After review of medical records for the MDR reportability, patient was revised to address metallosis and chronic bursitis. Revision notes stated that there was an obvious metallosis in the hip, grayish fluid, remnant scar, corrosion at the trunnion of the stem. It was also reported that serology results indicated increased cobalt chromium levels, however, there is no laboratory values provided.

Event description:
In addition to what were previously alleged, ppf alleges metal wear. Doi: (B)(6) 2006 - dor: (B)(6) 2013 (left hip).